Manufacturer narrative:
On (B)(4) 2014 the company rep was unable to duplicate the event of "iab catheter restriction" alarm; however, the alarms were verified in the fault log. During the service of the unit, the company rep noticed that the iabp unit would not pass flush fill autofill test. On (B)(4) 2014, flush fill passed the test during troubleshooting and calibration. During the normal operation, the company rep found low helium alarm would occur intermittently with a full tank of gas. The iabp unit was upgraded to b.07 software on (B)(4) 2014. The functional and safety tests performed on the iabp unit met the factory specifications. The iabp unit was returned to the customer. The product device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. (B)(4).

Event description:
The customer reported that the unit gave a restriction error ( iab catheter restriction) prior to use on a pt. The pt was switched to another iabp. No pt injury was reported.